Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. The customer reported there was no patient harm.

Manufacturer narrative:
When the field service engineer arrived onsite the device was in use on a patient. The next day the device was available for service. The fse replaced the da - mc cable to resolve the reported issue. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.